Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.